Event description:
It is reported that the device is worn and fractured. All pieces were returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. All pieces were returned for evaluation. Visual inspection of the returned provisional found signs of repeated use and a fracture on both sides of the post. DHR was reviewed and no discrepancies were found. The root cause is considered to be misuse as a member of sterile processing did not disassemble the provisional correctly. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.